Event description:
On or about (B)(6) 2009 an ams mesh product was implanted. It was reported that the pt experienced pain, erosion, extrusion, and required a surgical intervention. It was also reported that as a result of the implanted mesh the pt has suffered emotional and mental distress, and has sustained permanent injury.

Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.